Manufacturer narrative:
Results of investigation: the avea service kit was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated. The root cause could not be determined.

Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the touch screen was indeed not responding to commands. The fsr attempted screen calibration but it did not resolve the issue. The fsr ordered a replacement panel display and when it arrives, he will complete the evaluation and repair. Upon receiving additional information to the evaluation of the device, a follow up report will be submitted.

Event description:
The customer reported that they cannot activate any controls and the screen is inactive on the device. The customer did not report any information regarding patient involvement, it is currently unknown.